Event description:
Reported overdelivery of narcotic: the pump was ordered to be programmed in the continuous mode of delivery at 2ml/hour with a pca dose of 1ml and a 4 hour lockout of 20ml. It was reported that the pump was found in the epidural mode of delivery at 15ml/hour. History review showed the pca dose was set at 10ml with a 4 hour lockout of 250ml. According to demerol 625mg in 50ml of unspecified solution (12.5mg/ml) at 4:46am, and that the bag was discovered empty at 7:45am. The customer contact reports that the "pt was found with shallow breathing and unresponsive, gave narcan, pt turned around and is okay". The customer contact reports that he spoke with the rn caring for the pt, and that at 4:46am when she hung a new bag, she reportedly "pushed a lot of buttons". Though requested, no further info was available.